Event description:
The homecare provider (hcp) reported the following info: (1) patient, prescribed 3 ipm, was using the 590 concentrator while possibly smoking. (2) the cannula caught on fire and burned a small area of carpet. (3) no injury occurred. (4) the fire department was not called.